Manufacturer narrative:
Device received with intermittent button response due to flattened button dome switch and no unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to buttons not responding. Device received with cracked battery tube threads, minor scratched lcd window and cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that buttons of insulin pump had to press twice and there were scratches on screen that affects reading the screen. The customer stated that insulin pump was slower during rewind and rejected new batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.